Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a clot in the patient's right ventricular assist device (rvad) and low flow alarms could not be confirmed as no images or log files were submitted for review, and the rvad was not explanted for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The heartmate (hm) 3 lvas instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of the hm 3 lvas and provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Additionally, the IFU outlines situations that can result in low flow and addresses system alarm conditions as well as how to respond to each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the hm3 lvas, serial number (B)(6) was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management", lists thrombus as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent a panniculectomy in (B)(6) 2024. In the weeks following the surgery the patient right ventricular assist device (rvad) went down due to a clot. The rvad was decommissioned in the operating room (or).the ventricular assist device was retained inside the patient and the driveline was cut and buried. The patient was currently stable on the lvad alone. Low flow alarms were reported.